Event description:
This event from the viastar randomized trial which compared gore viabahn endoprosthesis with bare metal stents for complex superficial femoral artery lesions. On (B)(6) 2010, a pt was implanted with a gore viabahn endoprosthesis. It was reported to gore that following the procedure an access site hematoma was observed. A surgical reintervention was performed.

Manufacturer narrative:
No lot number info was supplied; therefore, no review of the mfg paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without additional info it is impossible to further investigate this event.